Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (multi organ failure, covid 19, patient outcome) and heartmate 3 left ventricular assist system (hm3 lvas), serial number (B)(6) could not be conclusively established through this evaluation. It was reported through the patient outcome that the patient expired, related to multi organ failure and covid 19. No further information was provided. No alarms were reported for this event. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30apr2015. Multiple requests for additional information were sent to the center; however, no further details were provided. To date, hm3 lvas, serial number (B)(6) has not been returned for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient passed away on (B)(6) 2021 due to multi organ failure and covid 19. No other information was provided.